Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? During the passage of the tissue. Was the needle removed from the patient during the same procedure? No, but all the material on the area (compresses, fields) has been checked: no traces of the missing piece. Indoor radio with brilliance amplifier showed nothing. Radio requested in radio service which also showed nothing. What tissue/location was suturing when pull off occurred? Pressure ulcer scar tissue. Please provide the procedure name and date. (B)(6) 2021. Pressure sore closure. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a pressure sore closure on (B)(6) 2021 and suture was used. The needle pulled off from the thread. There were no adverse patient consequences reported. Additional information was requested.